Manufacturer narrative:
Results of investigation attached. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device implanted in this pt: evaluation summary: the device was returned to gore for explant analysis. The results of this analysis indicated that the device was widely patent and contained a thin tan to black tissue along the abluminal surface. Histologic findings of tissue collected from the device were unremarkable, consisting of thrombus and proteinaceous coagulum. Further device inspections after enzymatic digestion revealed no physical disruptions to the stent or graft material. In addition, to the explanted device being returned, gore also received select x-ray and CT images taken at various time points. A review of CT images collected prior to the procedure revealed the presence of a significant amount of thrombus within the proximal portion of the aorta below the right renal artery. However, no measurements of neck length, angulation, or diameters were able to made from the images available. Images available that were collected at some time after device implantation were not sufficient to ascertain the exact placement of the proximal portion of the gore excluder aaa endoprosthesis with respect to the renal arteries. CT images obtained on august 27, 2003 indicate some irregularity in the appearance of the proximal portion of the endograft. This is attributed to the sharp lateral angulation of the proximal portion of the aorta. This was confirmed by x-ray images also obtained in 2003, demonstrating extreme lateral angulation and the full expansion of both the trunk-ipsilateral and contralateral leg components. In addition, the absence of contrast pooling outside of the endograft within the aneurysm sac is also indicative of good proximal and distal device apposition and the absence of any identifiable endoleak. In summary, imaging obtained approx 2 months prior to the aneurysm rupture and the device removal reveal no evidence of endoleak or device malfunction. Furthermore, explant analysis conducted did not reveal any material or stent disruptions that might have resulted in aneurysm re-pressurization that could result in rupture. Discussions with the physician during a meeting with the product specialist revealed that the pt had an extremely fragile and friable aorta, which in addition to being likely cause of the aneurysm rupture, made the subsequent surgical conversion difficult. As a result, the physician does not attribute this event to the device but the disease state of the pt's aorta. A letter and a copy of the histology report were sent to the physician . No further communication is necessary.

Event description:
Reportedly, the instrument did not function as expected which resulted in bleeding at the application site. Procedure type: unk.